Event description:
It was reported that a tsw35 was used during a hemi-hepatectomy procedure, it was reported by the affiliate that the ets was used on an hepatic vessel. After firing there was some blood loss, thus the surgeon sutured the hepatic vessel and inferior vena cava.